Event description:
Procedure: laparoscopic gastric bypass. According to the reporter: on the second firing on the pouch, the staple line appear to be fine. Synovis peristrips were also used with the device. Later in the case it was noticed the peristrip was floating in the pt¿s abdomen. It was then noticed the second staple line had opened. The staples were not formed and shaped; and, the staples did not form on both sides of the knife blade. Blood loss was less than 300 cc. Time was extended by more than 30 minutes. No tissue loss reported. To correct the area, the doctor had to hand sew the area.

Manufacturer narrative:
(B)(4).